Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305823. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that an intima-ii y 22gax1.00in prn/ec slm was bent. The following information was provided by the initial reporter: "on (B)(6) 2020, the patient went to hospital because of flustered breath, at 10:30 the responsible nurse gave the patient intravenous infusion according to the doctor's advice. In order to avoid damage to the patient's blood vessels which was caused by long-term puncture, intravenous indwelling puncture was performed, and the infusion was smooth after puncturing. Infusion failure occurred at 8:00 a.m. On (B)(6) 2020, and discontinuation of indwelling needle was found after extraction. Intravenous indwelling puncture was reperformed again at 8:05 a.m., and infusion was unobtrusive ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an intima-ii y 22gax1.00in prn/ec slm was bent. The following information was provided by the initial reporter: "on (B)(6) 2020, the patient went to hospital because of flustered breath, at 10:30 the responsible nurse gave the patient intravenous infusion according to the doctor's advice. In order to avoid damage to the patient's blood vessels which was caused by long-term puncture, intravenous indwelling puncture was performed, and the infusion was smooth after puncturing. Infusion failure occurred at 8:00 a.m. On (B)(6) 2020, and discontinuation of indwelling needle was found after extraction. Intravenous indwelling puncture was reperformed again at 8:05 a.m., and infusion was unobtrusive."